Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2021 while wearing their pump. Reportedly, injuries were present and the customer was in critical condition. However, further details were not know. Tandem technical support made multiple follow up attempts with the customer to obtain additional information, however, no response received.